Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found to meet specification in relation to the reported system error 103 alarms which were unable to be reproduced but were verified through a review of the event history log. A cause was unable to be determined and the device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 103 alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.